Event description:
"Caller alleged discrepant results compare with the lab. Results as follows:" date: (B)(6) 2012, inratio2: 1.4, lab: 2.7. Nurse unable to provide technique used; she did not test the patient. Nurse tested herself using strips from the same box and obtained inr = 1.4 (nurse not on warfarin/antibiotics/pain meds).

Manufacturer narrative:
Investigation pending.